Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it. The event can be detected/prevented by handling the device in accordance with the following instructions for use: cf-ez1500dl/I operation manual chapter 3 preparation and inspection. Cf-ez1500dl/I reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the colonovideoscope was leaking. The issue was observed during routine maintenance; therefore, no patient or procedure was associated with this event. The device was returned to olympus for a device evaluation and found that foreign material was contaminating the auxiliary channel. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for a device evaluation and the customer's allegation was confirmed. In addition to the reported in b5, the device evaluation found the following: the light guide tube was leaking, the light cover glasses were chipped, the light cover glasses adhesive was worn, the optical cover glass was chipped, the optical cover glass adhesive was worn, the distal end adhesive was worn, the aspiration housing colored ring was worn, and the angulation orientation of the up/down/left/right was out of specification. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.